Manufacturer narrative:
Complaints related to the reported test strips were evaluated.  It was concluded that the number of complaints for the subject test strip lot breached the thresholds set for escalation.  Lifescan (lfs) therefore conducted performance testing with control solution on retained test strips.  The retained test strips passed all testing with no faults found.  If lfs obtains additional information regarding this complaint, a follow-up report will be submitted.  At this time, lfs considers this matter closed. This report is processed under exemption number e2005018.

Event description:
This report summarizes 26 malfunction events. A review of the events indicated that the ot select test strips were allegedly reading inaccurately high. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; 19 were male and 7 female.